Event description:
When stapling the appendix, the first load (45 mm standard-blue) performed without problem. Then the stapler was loaded with a vascular reload (45 mm vascular thin-re). For this instance, the stapler would not fire and the staples fell out. The stapler hand piece appeared intact, so a new reload was placed and this time the stapler half fired and half cut and then became stuck in the closed position on the patient. After much struggle, the device was able to be opened and was removed from the sterile field. The case was continued, but an additional stapler had to be opened to finish the case.